Manufacturer narrative:
H11. Additional manufacturer narrative- correction, this case has been discovered by engineering to be a duplicate case. All new/additional information will be processed and reported under MFR#1038671-2023-00186.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2008, and then experienced a revision surgical procedure on (B)(6) 2013, approximately 4 years, 8 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned.